Event description:
It has been reported to co that prior to use on a pt the tip of this device was noted to be defective. Reportedly, the tip was bent. This info was received by usci on 11/13/1997. However, due to new info received as a result of the evaluation of the product this complaint has been confirmed for coil separation which is an MDR reportable event.